Event description:
It was reported to a physio-control representative that the customer's device showed the charge-pak icon in the device's readiness display. There was no patient use associated with the reported event.upon evaluation of the device, physio-control observed internal electrical leakage that has the potential to deplete the internal hybrid layer capacitor (hlc) batteries, which could inhibit the device's ability to provide defibrillation therapy, if necessary.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. It was observed that the device's analog pcb assembly caused the internal hlc batteries to deplete. Physio-control further evaluated the analog pcb assembly and determined that the cause of the reported failure was due to an ionic contamination under the filter, designator fl9 on the analog pcb assembly. This ionic contamination under filter, designator fl9 on the analog pcb assembly caused an excessive current of 670 micro a and caused premature depletion of the internal hlc batteries. A replacement device was provided to the customer under warranty.